Event description:
The customer reported the system displayed data corruption error messages and would not send pt files to pacs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, reseated the gpos computer board, reloaded system software and reloaded calibration files. System operates as intended.